Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture and shaft detachment occurred. The 90% stenosed lesion was located in the moderately tortuous venous side of the arteriovenous fistula and the anastomosis stricture of the left antebrachium. Vascular access was obtained via left cubital artery. The sv/5.0-4/4t/90 symmetry small vessel balloon dilatation catheter was advanced to the anastomosis stricture from the artery to the vein and was inflated to 15 atms for two minutes. The symmetry balloon catheter was then advanced to treat the target lesion on the venous side of the left antebrachium, but was unsuccessful as a balloon rupture occurred on the first inflation attempt at 15 atms for 10 seconds. Upon withdrawal of the balloon catheter the shaft detached. A 6f non-bsc sheath was inserted to the anastomosis and the shaft was retrieved outside the body with a snare. The lesion was dilated to 18atms with a non-bsc balloon, resolving the stenosis and completing the procedure. There were no further patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections. A break occurred 874mm distal to the strain relief. A complete circumferential tear had occurred in the balloon material 15mm distal to the edge of the proximal balloon sleeve. Traces of dried blood were visible inside the balloon material. The distal markerband was still in place however the proximal markerband was missing. The tip section of the device was severely stretched. No other damage was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (6). (B) (4) (B) (4).

Event description:
A percutaneous coronary intervention (pci) procedure was initially reported and the correct procedure name should have been percutaneous transluminal angioplasty (pta).